Event description:
A pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to remove the cartridge, inspect and clean specific areas, and reattach the cartridge securely. The customer successfully completed the load process and resumed insulin delivery with the pump.